Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 11-jul-2024, reported that patient faced infusion cannula bent. Patient was admitted to hospital on (B)(6) 2024. Length of hospitalization was 1 week. The blood glucose level was 500mg/dl. Confusion feeling sick/unwell flu like tired/weak symptoms were reported at time of hospitalization. Ketone level was large. Therefore, patient was treated with intravenous insulin drip. Infusion set has been used for 1 day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.